Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported than an asymptomatic patient presented with their implantable cardioverter defibrillator (ICD) failing to connect to their at home transmitter. It was unknown if the issue was with the ICD or transmitter, so the patient was recommended different interrogation options. Patient was stable after the event and will continue to be monitored.